Event description:
A pt was seen by an eye care professional (ecp) who had not previously examined this pt. The pt had a 5 year history of contact lens wear. The ecp documented the following in the pt's right eye: pain, corneal ulcer, edema, haze in the superior stroma and va at 20/20. The pt was diagnosed with endophthalmitis. On a subsequent visit there was no epithelial defect, "decemet's membrane became normal and flare in anterior chamber got milder." On the final visit there was a slight stromal haze, edema was resolved. Va 20/17. The ecp "assumes the pt had been cured." Treatment: levofloxacin eye drop: once every hour of 6 days. Minocycline hcl tid (oral administration) and gatifloxacin hydrate qid (oral administration) it is not known if the minocycline hcl and the gatifloxacin hydrate were related to this issue. The eye care professional reported that this injury may have been caused by contact lens use.